Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported probe damage error. A visual inspection was performed and found the teflon pad with normal wear, no metal exposed. The distal end of the device was inspected under a microscope and found a crack on the probe. A probe check was performed and the device failed the probe check. The root cause for the damaged probe is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a probe damage error message displayed. The procedure was completed using a different thunderbeat hand piece. No patient injury occurred.